Event description:
Information received indicates the brake will lock but the casters continue to swivel.

Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the four casters to repair the bed.